Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered several rounds of inappropriate anti-tachycardia pacing (atp) and several rounds of inappropriate shocks due to an right ventricular (rv) lead fracture. Technical services (ts) was consulted and explained no pacing inhibition is present. The device remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered several rounds of inappropriate anti-tachycardia pacing (atp) and several rounds of inappropriate shocks due to an right ventricular (rv) lead fracture. Technical services (ts) was consulted and explained no pacing inhibition is present. The lead remains in service. No additional adverse patient effects were reported. Additional information was obtained, the device was explanted and replaced due to therapy upgrade.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was inspected and analyzed. Visual examination identified no anomalies. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered several rounds of inappropriate anti-tachycardia pacing (atp) and several rounds of inappropriate shocks due to an right ventricular (rv) lead fracture. Technical services (ts) was consulted and explained no pacing inhibition is present. The lead remains in service. No additional adverse patient effects were reported. Additional information was obtained, the device was explanted and replaced due to therapy upgrade. Explant was not related to initial allegation.